Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d9, h3, h6. A review of the device history record found there were no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the investigation results, it was found that there were debris due to the lens broken, could not be identified. The reported fault descriptions are most likely due to the effect of a large mechanical force due to a shock, fall or collision with other equipment. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿not applicable.¿ olympus will continue to monitor the field performance for this device.

Event description:
It was observed during the device inspection, that the telescope exhibited a debris due to the lens broken. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.